Event description:
It was reported that there was no flow of medication through a small volume infusor. It was observed that the medication delivery stopped. This was observed during use at the patient's home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from february 11, 2022 ¿ february 12, 2022. H10: the device was received for evaluation. The returned unit contained no fluid in the bladder because the customer did not close the distal luer and the fluid had emptied inside a bag that contained the unit. A visual inspection on the returned unit via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow test was performed on the device and the results were within the product specification range and evidence of continuous flow of fluid was observed during the functional flow test. The reported condition was not verified. The product was conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.